Event description:
It was reported that the right atrial lead had difficult access and after multiple positions the helix would not retract. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.